Event description:
A malfunction alarm was reported, with a software error detected. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump, with a reminder to call back if the error occurs again.